Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign material in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube; biological and non-biological this event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that there were foreign matter in the tube.